Event description:
The stent of the palmaz genesis (pg3970ppx) was found fractured 10 days after the procedure.

Manufacturer narrative:
This product is not available as stated. Add'l information has been requested and will be provided within 30 days of receipt.